Event description:
An optometrist reported that a pt experienced extreme photophobia and tearing, approx two and a half months following lasik surgery. Topical steroids were prescribed to treat the event. In a follow up, the optometrist reported that the event had resolved with treatment of medications. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).